Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date involving a secondary set, secure lock, with IV set hanger, 34 inch, and it was reported that there are some black spots and debris found in the drip chamber upon opening the package. There was no patient involvement, and no patient harm.